Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be dried additive on the side of the barrel walls.

Event description:
It was reported that a bd preset¿ arterial blood collection syringe had white foreign matter inside the syringe barrel before use. The following information was provided by the initial reporter: ¿after open unit package and before use, customer found there was white fm iniside the syringe barrel.".